Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. The returned condition of the cassette was noted to be wet and used. Yellow surgical fluid remained in the cassette tubing along with build-up of residue in the fluid flow paths indicating potential reuse of the single use device. The sample was tested on a calibrated console the cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established, as the returned cassette was evaluated and aspiration functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A customer reported that the aspiration pressure did not increase during a procedure. The product was replaced and procedure completed with no patient harm.